Manufacturer narrative:
H3: product 97755, s/n (B)(6), was returned for analysis. Analysis found: recharge antenna failure. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were having a hard time getting the recharger to connect to the implant and the issue began probably within the last month in june. Patient stated that the controller kept saying no device found over and over. Patient stated that when they have the recharger plugged into the controller to charge the implant, the paddle gets really hot against the skin. Patient confirmed that they did not get any damage to their skin from the paddle getting hot. Patient mentioned that they have to adjust their back and push their back against the recharger real hard to make it connect. Patient noted that they charge their implant every 3 days and it's been annoying that it's taking a lot longer to recharge the implant. Agent instructed patient to check for damage; patient confirmed no damage to the controller port. Patient noticed on the recharger where the cord goes into the paddle/cord area looked thin grey and can almost see wires. Patient noted the ac power supply cord was twisting and there was a visible hump on the cord. The issue was not resolved. An email was sent to the repair department to replace the recharger and ac power supply. Agent offered physician listings and patient declined due to having some hcps in mind they'll establish with.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger; product ID 97745ac, serial# unknown, product type: accessory. Analysis found: recharge antenna failure. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.